Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the depth gauge for small screws (part #: 319.090; lot #: 2164488) was returned and received at us cq. Upon visual inspection, the needle component was bent and deformed. No other issues were identified with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. Investigation conclusion: the complaint condition is confirmed as the needle component was bent. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The root cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Due to the age of more than 10 years of the complained device a wear or use related root cause is the most likely reason of the complained malfunction. Per franchise complaint product investigation procedure is for complaints for which a non-manufacturing related probable cause has been identified no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a field inspection it was identified that the tip is mangled and not measuring properly. There was no patient involvement reported. This report is for (1) depth gauge for small screws. This is report 1 of 1 for complaint (B)(4).